Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon fifth inflation at 8 atmospheres for 20 seconds. The balloon was completely removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: wolverine cb mr, ous 15mmx2.50mm, catheter batch 30211380-028 (from wolverine t/a batch 30244113) was received for product analysis. A visual examination of the balloon identified no damages. No issues identified with the hypotube shaft. Shaft polymer extrusion showed no kinks or damages. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during microscopic examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Using an encore inflation unit an attempt was made to inflate the balloon when a pinhole leak was confirmed. The pinhole was located in the mid body of the balloon. Device analysis confirmed that a pinhole leak did exist in the balloon material. No issues were noted with the actual device which could potentially have contributed to the pinhole leak.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon fifth inflation at 8 atmospheres for 20 seconds. The balloon was completely removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.